Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two photos of a bulk non-sterile box were received and evaluated. It was observed in the photos there was no label present on the box and the number "133" was written in the top right corner. The missing label was rejectable per product specification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record could not be completed as no lot number was received. Investigation conclusion: confirmed: bd was able to confirm the customer's indicated failure mode with the photos provided. Root cause description: potential root cause for the missing label defect is associated with the packaging process. Bulk nonsterile boxes are manually labelled. It is possible a label was never applied, or it was inadvertently removed. Rationale: batch # is required to make corrective actions determination. No corrective actions are necessary at this time.

Event description:
It was reported that the box of bd plastic non-sterile luer-lok¿ tip syringes had no label on it before use. The following information was provided by the initial reporter: "please note that we have received 1bx of reference 301027 (10229), 1400ea, without a label on the box."